Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/04/16 with the following findings: verified time and date reset in black box, after power on reset event occurred. Pump time and date default was duplicated during investigation. Display is dim, pink. Pump was opened to investigate. The internal battery component was found to be leaking and unable to hold a charge. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 10/04/16.